Event description:
It was reported that the user experienced high glucose after a meal when a meal announcement was missed while using the ilet system; the pump subsequently delivered insulin and corrected the glucose. Symptoms included hyperglycemia peaking at 324 mg/dl. Outcomes included no injury and no medical intervention beyond routine device operation. Investigation included review of device data and user interviews focused on use behavior and meal announcement practices. Investigation of this case revealed user error related to a missed meal announcement, with the device functioning as designed and providing corrective insulin. It was concluded that the event was attributable to user handling and not to a device malfunction.